Event description:
It was reported that the patient had to have the implantable cardioverter defibrillator (ICD) explanted. Further follow-up did not reveal any additional details regarding this event. The status of the ICD is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
(B)(4) 2015, 09:47:12: it was further reported that the ICD was explanted and replaced due to normal elective replacement indicator (eri).